Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. At 2:44 am the patient received a blood glucose result of 562 mg/dl on their libre system. The patient experienced nausea. The patient attempted to self treat and delivered correction boluses, however blood glucose remained elevated. At 11:00 am the patient called the doctor; the doctor called an ambulance and the patient was transported to the hospital. At the hospital the patient was admitted into the intensive care unit and was treated with insulin via perfusor. At the time of the report the patient was still hospitalized, it is unknown when they will be discharged.